Event description:
It was reported that 10 bd extension set maxplus® are not flushing. The following information was provided by the initial reporter: tubing is not flushing.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device lot #: lot was reported; however, this is not a lot # 220779003 manufactured for the reported catalog #. Device expiration date: unknown. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that there is a blockage preventing flushing could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5303-c lot number 22079003 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that 10 bd extension set maxplus® are not flushing. The following information was provided by the initial reporter: tubing is not flushing.